Event description:
It was reported that during the lap bpd procedure, it was noticed that the active tip on the device had sheared in half. The surgeon had to take the time find the missing piece in the abdomen. It was located. There were no patient consequence.

Manufacturer narrative:
Device not returned for eval.